Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010. According to the complainant, upon insertion of the procedure sheath into the cervix, the physician subtly turned the sheath to look laterally. At this time, the scrub technician noticed a dent in the inner metal portion of the procedure sheath. Upon further inspection, a bend in the metal portion of the sheath was observed. The problem was noticed during the hysteroscopy cycle while no hot water was circulating. There was no leaking from the sheath, and no alarms or error codes were generated. The physician successfully completed the procedure with a new procedure set. There were no patient complications reported as a result of this event. The patient was reported to be "doing well" following the procedure.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, upon insertion of the procedure sheath into the cervix, the physician subtly turned the sheath to look laterally. At this time, the scrub technician noticed a dent in the inner metal portion of the procedure sheath. Upon further inspection, a bend in the metal portion of the sheath was observed. The problem was noticed during the hysteroscopy cycle while no hot water was circulating. There was no leaking from the sheath, and no alarms or error codes were generated. The physician successfully completed the procedure with a new procedure set. There were no patient complications reported as a result of this event. The patient was reported to be "doing well" following the procedure.

Manufacturer narrative:
The device was returned and as received, during the visual exam performed on the procedure sheath, there was a dent observed on the large stainless tube. There were no additional physical damage or imperfections observed on the procedure sheath and the tubing harness was not returned. Further analysis of the photo revealed a "bend" in the center metal tube. A device history review (DHR) was performed and no anomalies were noted. The root cause for this complaint was "undeterminable".